Event description:
It was reported that the patient was seen with high impedance. Xrays were taken and no lead issues were identified. The patient has been scheduled for a follow up and will be referred for a revision if the high impedance persists. X-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that no intervention has been planned to date for the high impedance as right now the patient's seizures are at baseline. It was also confirmed that the lead pin was fully inserted past the second connector block, the setscrew was fully tightened, and the impedance was good at the time of implant.